Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient was having problems with the device and it seemed that it doesn¿t connect the battery to the neuro-module. It was also reported the patient said the batteries melted inside of her programmer about 6 months ago; there were no medical or therapy problems associated with this reported programmer issue. The patient was connected with repair department for a replacement programmer. The patient stopped feeling stimulation about 2 months ago, device was turned up to the 5¿s (volts) and they didn¿t feel it. Patient reported the ins was not helping; she was back to wearing pads again. The patient was directed to their hcp (healthcare professional) for assistance in resolving symptoms; however the patient no longer saw that doctor and was sent a new physician listing. The patient noted the replacement programmer would have to be programmed for her settings and patient was advised to contact hcp. No further complications were reported or are anticipated.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from a consumer (con). It was reported that the patient hadn't found a new physician. Their primary physician was giving them a referral to a urologist. As soon as they had that, they were going to return the old patient programmer (pp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.